Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion was noted in the right ventricle requiring a pericardiocentesis to stabilize the patient. Transseptal access was obtained using an agilis 13 f sheath and a non-abbott (baylis) needle. After mapping the left atrium with an hd grid x and 4 applications of pfa with farawave, the patient became hypotensive and a pericardial effusion was seen using ice. A pericardiocentesis was performed and the patient and transferred to the ICU in stable condition.